Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) leading to a surgical procedure. During the procedure, fluid loss was noticed from the tubing. Only the connection was replaced during the surgery. No additional information was reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegations can not be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.